Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It was reported that the valve had occlusion, no further information.

Manufacturer narrative:
The valve was returned in an unknown liquid in the returnkit. The valve was at pressure level 8 cmh2o set. A visual inspection was performed and there were scratches on the valve but no other deformities. In order to check a possible blockage of the valve, we performed a permeability test. This test is performed at a hydrostatic pressure difference of approximately 20 - 30 cmh2o in flow direction. The test showed that the valve is permeable. The valves were adjusted at all pressure levels in 5-steps up and down. The investigation showed that the valve was easy and could be adjusted in all pressure step ranges. To measure the brake release force, we checked the valve with a brake force meter. Housing must be exercised to release the rotor to the valve, through the magnet integrated in the device. The brake function was proven positive. The measured values of the braking force are within the permissible tolerance. The investigation showed there were deposits found in the valve which can affect the functionality of the device. No further actions are required.